Event description:
One week post-implant, r-waves were noted to have dramatically reduced. The lead was explanted when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during surgical procedure.